Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was representative said the patient's implant has been dead since july. Representative said they didn't know about the over discharge until yesterday. Technical services(ts) reviewed how to start physician recharge mode and how to clear por; also reminded caller to have someone monitor and recharge patient accordingly. Possible overdischarge. Rep called back to report the wireless adaptor is missing and the power cord was damaged. Ts requested replacement.